Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). In the morning of (B)(6) 2019, the patient noticed that the infusion set's tubing detached from quick release while she was sleeping. The site of location was her stomach. She changed the infusion on (B)(6) 2019. She was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.